Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a complete lead was returned. Detailed analysis indicated that high capture threshold allegation against the lead was not confirmed. The lead resistances measured normal. Moreover, the dislodgement allegation was confirmed based on the observation that one of two of the tip tines is damaged which was partially cut/torn and was likely handling damage.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. It was noted that the lead had possibly pulled back a bit. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. It was noted that the lead had possibly pulled back a bit. This lv lead was explanted. No additional adverse patient effects were reported.